Event description:
Reportedly, the stapler misfired. The staples did not align on the staple line. The staple line was transected on the pt side and another instrument was used to complete the staple line. Tissue loss occurred in the stomach.